Event description:
It was reported that the physician could not completely introduce the coil into the aneurysm located in the left vertebral artery junction. As the physician retracted the coil to remove it from the aneurysm, it detached. Approximately 7 cm of the coil protruded into the parent vessel. In response to the event, the physician administered anti-platelet medication (dose unknown). The patient was reported to be in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. Additional information received indicated that during coil insertion the coil kept collapsing on itself and that the physician used a microcatheter with a 0.021 inch inner diameter (ID). As per the dc target direction for use (dfu): "target coils are compatible with boston scientific 2 tip marker microcatheters (min internal diameter 0.41 mm [0.016 in])". Excelsior sl 10, 2 tip marker (internal diameter 0.42 mm [0.0165 in]) microcatheter; tracker excel 14, 2 tip marker (internal diameter 0.43 mm [0.017 in]) microcatheter; excelsior 1018, 2 tip marker (internal diameter 0.48 mm [0.019 in]) microcatheter. It is probable that using a microcatheter with an incompatible ID contributed to the difficulties encountered resulting in the reported event. Based on review all information available, a root cause of use/user error has been assigned to this event.